Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/18/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/08/2015 with the following findings:evidence of short battery life was observed in the pump black box. Moisture was observed behind the display screen and the pump case was found to be cracked near top right corner of display. The pump electrical current draws were tested and were found to be within specifications. A leak test was performed and verified a leak at the crack in the pump case. The pump was opened and moisture damage found on printed circuit board.